Event description:
One day following implant, premature battery depletion was reported. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The device was received with an elective replacement indicator (eri) flag triggered. Analysis of the device image indicated that eri was falsely triggered, consistent with automated settings and exposure to external energy sources. The device analysis detected inconsistencies in voltage and current measurements reported by the device, when compared to measurements using test equipment in the lab. The device was cut open which revealed internal burn marks and damaged integrated circuit, consistent with exposure to external defibrillation. Further measurements performed on the internal circuitry confirmed that battery current and voltage were normal and above eri, with output measurements within the expected range. The cause of the reported premature a battery depletion was unconfirmed.

Event description:
During follow-up, premature battery depletion was reported. The device was explanted and replaced with no adverse consequences to the patient.